Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lung resection procedure, after articulating the reload, the surgeon was able to press the green button and squeeze the handle a little bit, but the handle was stiff and could not be squeezed further. The device did not fire. The surgeon then heard a crack sound from the internal gear like it was broken. A competitive's device was used to resolve the issue and complete the procedure. There was no patient injury.